Event description:
Device was implanted in (B) (6) 2008. Pt stated he was having progressive knee pain for "months." Operatively, femur was well fixed. Tibia was grossly loose. Revised to 3 deg tibia with stem and lock femur with stem.

Manufacturer narrative:
(B) (4). Eval summary: the parts were in vivo for almost 2 yrs. The femoral component, mis tibia component, and articular surface were returned for eval. The femoral component had cement on the distal surfaces, the anterior flange surface, and on the medial posterior condyle surface. The articular surface had damage in the form of pitting and scratching. The mis tibia component did not have significant amounts of residual bone cement on it. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a surgical technique modification on apr 26, 2010. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.